Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Update to h3, h4 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, the issues could not be reproduced. The root cause of the event could not be determined. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, "during the procedure, the doctor found that the machine could not adjust the flow rate down as desired. Later, the doctor adjusted the level to low mode instead of adjusting the number until the procedure was complete." There were no reports of patient harm.